Manufacturer narrative:
Codes updated.

Event description:
We had to release another material because the hydrophilic guidewire stripped and the angiographic guidewire broke.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
We had to release another material because the hydrophilic guidewire stripped and the angiographic guidewire broke.